Event description:
It was reported that, "due to instability surgeon removed the existing #7 13mm poly insert and replaced it with a #7 16mm insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.